Event description:
It was reported that the pulse generator exhibited no capture or sensing. The device was explanted and replaced.

Manufacturer narrative:
Should have been (B)(6) 2011 rather than u. Final analysis found that the pulse generator exhibited loss of ventricular output due to contamination on the contact spring inside the ventricular connector cavity, causing lack of contact to v ring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.